Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ unknown this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00092 / 00093).

Event description:
It was reported that revision surgery was needed to remove pedicle screw implants due to implant disassociation post-op. Patient outcome: patient presented with infection of the surgical site.